Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na) result on one patient generated by unicel dxc 800 pro chemistry analyzer. The erroneous result was reported out of the laboratory. The result was questioned by the doctor. A new sample was redrawn and the result was lower. Patient treatment was not impacted by this event.

Manufacturer narrative:
The customer stated experiencing issues with reagent probe leaks. Per customer, qc data was within range. A bci service replaced parts on the unit. No further calls have been made in regards to this issue since. A clear root cause can not be determined for this event.